Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown access set (also reported as (non-dehp three lead catheter extension set) appeared to have a "a round 0.2 micron filter with a tiny hole in the back of the filter". It was not reported when the hole was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.